Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The customer stated that the yesterday the insulin pump alarmed change the battery but they did not change it right away and she inserted a new battery now and it was blank. The customer stated the display was not blank less than 30 seconds and did not return. They reported that insert battery alarm did not display on the insulin pump screen after removing the battery. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. The customer could not troubleshoot as they did not have a new battery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.